Manufacturer narrative:
The insulin pump passed the leak test. All of the buttons responded properly. No damage or moisture damage was noted to the keypad assembly. No unlocked keypad connector was noted. No stuck buttons were noted. The insulin pump was received with a cracked case at the reservoir tube lip and battery tube threads and minor scratches to the display window and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer stated that the button was pressed for longer than 3 minutes and they received a stuck button alarm. Customer's blood glucose reading was 6.7 mmol/l. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.